Manufacturer narrative:
(B)(4). This event may be the same incident as reported in manufacturer report number 2016493-2010-00474. The customer could not confirm whether this was the same event. The customer's complaint of a channel disconnect could not be confirmed. The product was not returned for failure investigation although requested on multiple occasions (9 attempts to get clarification regarding death, 3 calls to (B)(6), 5 e-mails & phone calls to customer and 1 attempt during customer site visit). The cause of the customer's channel disconnect is unk. Upon further evaluation, we have determined this to be reportable.

Event description:
During a conference call with customer, there was anecdotal info provided that there were 6 (B)(6) reportable incidents over 10 days relating to channel disconnect incidents. After the call, the sales rep added that he heard that one of these 6 incidents was a pt death. The pumps were not sequestered and although many attempts were made to obtain additional pt and event info no further info was provided.